Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that an intra-aortic balloon (iab) was inserted normally. Therapy began and then 15 minutes later an "auto fill failure" alarm was generated. The iab and iab pump were checked and no issue could be found. The iab pump was restarted and the alarm message was regenerated. An emergency iab was replaced successfully. There was no reported injury to the patient.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted normally. Therapy began and then 15 minutes later an "auto fill failure" alarm was generated. The iab and iab pump were checked and no issue could be found. The iab pump was restarted and the alarm message was regenerated. An emergency iab was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
Correction to "additional mfg narrative": from: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extender tubing was also returned. Dried blood was found occluding the inner lumen. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was found on the y-fitting hub approximately 83.8cm from the tip. One kink was found on the catheter tubing and inner lumen approximately 68.8cm from the iab tip. The evaluation confirmed the reported alarm, auto fill failure problem. The reported alarm, auto fill failure may have been triggered by the leak which was found on the y-fitting hub or by a kink in the catheter and inner lumen. We are unable to determine how the penetration occurred. It is difficult to determine when or how a kink in the catheter and inner lumen occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The end of the tubing at the y barb appears to have been cut. The extender tubing was also returned. Dried blood was found occluding the inner lumen. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was found at the y-fitting barb/vinyl extracorporeal tubing junction. It was found that end of the tubing was not cut square. After removing the tubing from the y fitting, there was a faint line along the top surface of the tubing that lines up with the cut noted along the barbed fitting. One kink was found on the catheter tubing and inner lumen approximately 68.8cm from the iab tip. The evaluation confirmed the reported alarm, auto fill failure problem. The reported alarm, auto fill failure may have been triggered by a leak. It was determined that the catheter was altered at the y-fitting by a sharp object cutting the tubing longitudinally at the barb to remove the tubing. The tubing was then cut again in order to reconnect it. We are unable to conclusively determine when this occurred, but that leak along with the kink found in the catheter may have caused the reported alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted normally. Therapy began and then 15 minutes later an "auto fill failure" alarm was generated. The iab and iab pump were checked and no issue could be found. The iab pump was restarted and the alarm message was regenerated. An emergency iab was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extender tubing was also returned. Dried blood was found occluding the inner lumen. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was found on the y-fitting hub approximately 83.8cm from the tip. One kink was found on the catheter tubing and inner lumen approximately 68.8cm from the iab tip. The evaluation confirmed the reported alarm, auto fill failure problem. The reported alarm, auto fill failure may have been triggered by the leak which was found on the y-fitting hub or by a kink in the catheter and inner lumen. We are unable to determine how the penetration occurred. It is difficult to determine when or how a kink in the catheter and inner lumen occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).